Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer keeps attempting to boot up and never fully boots up and during the process vitatron and medtronic are displayed briefly. (B)(4).

Event description:
It was reported the programmer will not boot to either medtronic or vitatron screen, it just keeps toggling and going to a black screen. It was also reported the programmer had been in the vitatron screen and user tried to go back to the medtronic screen when the programmer began "bouncing" back and forth and would not settle on either screen. All peripherals and power were disconnected. After waiting, power was reconnected and programmer turned on, but still programmer would not boot up. The programmer was returned for repair. No patient involvement was reported.